Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. No pump anomaly (pump stopped working) noted during testing. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 19-jul-2024 in the pump history file. (B)(6)2024 07:40:50.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.6 bolusamountdelivered = 2.6 (B)(6)2024 09:35:26.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.9 bolusamountdelivered = 1.9 (B)(6)2024 10:35:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 (B)(6)2024 11:18:04.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2 bolusamountdelivered = 2 (B)(6)2024 12:52:50.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4 bolusamountdelivered = 4 please see below for the daily total of all insulin delivered on the event date 19-jul-2024 in the pump history file. (B)(6)2024 20:21:00.000 dailytotals dailytotalcollectionstarttime = (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered = 26.45 dailytotalofbasalinsulindelivered = 13.85 dailytotalofbolusinsulindelivered = 12.6 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-jul-2024 in the pump history file. (B)(6)2024 10:33:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6)2024 21:03:22.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6)2024 21:33:31.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6)2024 22:08:22.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6)2024 10:35:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6)2024 20:06:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6)2024 20:10:26.000 batteryremoved (B)(6)2024 20:10:26.000 alarmalertnotification faultnumber = battery removed (84) (B)(6)2024 20:20:00.000 alarmalertnotification faultnumber = battery removed (84) (B)(6)2024 20:21:03.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6)2024 20:21:29.000 alarmalertnotification faultnumber = software error (53) (B)(6)2024 20:21:31.000 alarmalertnotification faultnumber = batt out limit (6) the pump properly connected with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump's time reset. Pump error 53 alarm due to software error (linenumber = 5632, filenumber = 2005). Lost sensor 1 alert (780) not confirmed. Sensor error alert (801) not confirmed. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Pump error 53 confirmed (found in the pump history file). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, and pcba 2. No damage noted on the motor or on the force sensor. The electronic assembly was stuck in the pump case, and the internal lithium backup battery was damaged during removal. The pump passed the functional testing. Unable to confirm alleged hypoglycemia (low bgs). Cosmetic damage was confirmed at the back of the pump. No pump anomaly (pump stopped working) noted during testing. However, pump error 53 alarm (confirmed) found in the pump history file due to software error (linenumber = 5632, filenumber = 2005). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The customer reported blood glucose value of 49 mg/dl. The customer reported hypoglycemia, hypoglycemia, fatigue treated with glucagon, hospitalization: overnight stay, hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1712k. Customer reported low bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. Mmt-1712k was requested and customer response was the device will be returned.